Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The measurements had been chronically high around 110-120 ohms, with some measurements in the 90-100 ohms range. The pacing impedance measurements were within normal range, and no noise was present. In the office, the shock impedance was 116 ohms. The programmable limit for shock impedance alerts was 125 ohms; the limit will not be changed and the patient and lead will continue to be monitored. No adverse patient effects were reported.